Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: faded, discolored, display.

Manufacturer narrative:
Submitted: (B)(4) 2013. Device evaluation: review of the black box data revealed one low battery warning recorded on 08/23/2013. Evidence of a partially discharged battery installation was recorded on 08/23/2013. On examination, the battery compartment was intact without damage. There was evidence of moisture contamination inside the battery compartment. The battery cap that was returned with the pump for investigation was able to be tightened onto the pump securely. No power loss was observed during investigation. The electrical current was found to be within specifications. A leak test revealed a leak at the case seal. The pump case was removed for investigation with no evidence of moisture contamination inside in the pump. Unrelated to the complaint, the display screen was noted to be faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly and was clearly legible.